Manufacturer narrative:
H3: the returned device passed all testing in the laboratory and no anomalies were identified. Continuation of d10: product ID neu_ascenda_cath, serial# unknown, product type catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3: analysis of the device is not yet possible due to the legal status of the event. The device will be analyzed at a later date after the legal hold has been lifted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) and a manufacturer representative on 2021-jan-11 regarding a patient receiving unknown medication via an implanted infusion pump. It was noted that the patient fell down a flight of stairs 30 years ago and the hcp assumed that was the cause of the patient's chronic pain. It was reported that the patient passed away. The cause of death was unknown and was "pending further studies." The patient was last seen by their managing physician on (B)(6) 2021. The pump was removed. It was further noted that there were suspicions that there was an issue with the pump that caused it to fail. It was later clarified that the patient's family members told the medical examiner's office that they were blaming the pump for the death due to a suspected malfunction by the family. No diagnostics/troubleshooting were noted and it was not clear if there even was a pump failure. It was not confirmed whether the death was related to a failure of the pump.